Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Particles alleged visualization of particles in airway from device and also alleged of black oil/grease substance in filter and tube area. There was no report of patient harm or injury. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in airway from device and also alleged of black oil/grease substance in filter and tube area. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found a dark unknown contaminant on the top enclosure, front panel, rear enclosure, and bottom enclosure, an unknown dust contaminant on the blower, blower seal, and the blower box. The manufacturer also found a keratin-like substance on the blower box outlet and the blower seal, evidence of liquid ingress on the blower. The device's event log was reviewed by the manufacturer and found no error logged. The device was powered up and confirmed airflow. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.